Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 6/28/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack across the top of the cartridge compartment and a crack in the battery compartment. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no moisture corrosion was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition cracked/damaged casing) issue. It was reported that the pump cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.